Event description:
It was reported that the patient experienced a power-on reset (por) condition and coupling and communication issues. The patient was able to clear the por and resolve the issues. Follow up information reported that the patient was unable to adjust stimulation. This was attributed to a por and the por was cleared. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model: 3776-60, lot #: v151646025, implanted: (B)(6) 2008, explanted: na; lead model: 3487a-45, lot #: v164525, implanted: (B)(6) 2008, explanted: na; lead model: 3487a-45, lot #: v164525, implanted: (B)(6) 2008, explanted: na; extension model: 37082-20, serial #: (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model: 37743, serial #: (B)(4); recharger model: 37752, serial #: (B)(4).